Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited increased rv pacing threshold and shock impedance measurements. There were no out of range measurements, and the patient was not pacemaker dependant. The patient was to return to their clinic for reprogramming. It was later noted that the lead malfunctioned and was going to be replaced. The patient elected to postpone the lead replacement until further notice. No adverse patient effects were reported. The lead remains in service.